Manufacturer narrative:
(B)(4). Unique device identifier (UDI)- (B)(4). The mayfield swivel adaptor was returned for evaluation. Device history record (DHR)- product a1018 with serial no. (B)(6) review shows no abnormalities related to the reported failure. The reported complaint was not confirmed from the evaluation of the returned product. No issues observed from the functional testing of the device. When unit is properly positioned and put under pressure unit would not have slipped. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00603 and 3004608878-2020-00604.

Event description:
This is 3 of 3 reports. A nurse reported that the a1018 mayfield swivel adaptor has slipped when no one was touching the patient or device. There was no known injury or surgical delay.